Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and and failed due to lcd damage. Attempt to charge and boot the unit was performed and passed. Functional test was performed and passed. Internal test was performed and passed. The log was downloaded and reviewed finding no data related to the complaint. Confirmation of the allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.